Manufacturer narrative:
Patient information is unknown. PMA 510(k): this report is for an unknown cruciform inner set screwdriver/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small brown handle cruciform inner set screwdriver broke towards the top of the handle during a routine hardware removal on (B)(6) 2017. The surgeon put a lot of torque to remove the screw from the plate; no pieces fell into the patient. All the removed hardware was non-synthes devices. The hardware removal was planned and the patient had shown full fusion. Another screwdriver was not needed because the surgeon finished taking the screw out with his hands. There was no surgical time delay and the procedure was completed successfully with no patient harm. This report is for an unknown cruciform inner set screwdriver. This is report 1 of 1 for (B)(4).